Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the image was good with no stains found. The scope had a cut on the bending section cover (a-rubber) with a crack on the glue, which caused it to fail a leak test. The bending section cover was removed and found a detached distal end from the bending section. Additionally, the video connector had a crack. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use, a communication error for no image occurred on the endoeye flex deflectable videoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be determined. The cause of the reported event is likely due to a kink or breakage, occurred at the ccd cable in the bending section by stress on the distal end and distal end, or a contact failure temporarily occurred at the ccd unit or video connector due to moisture which invaded the device through the leaking point. It is also likely that due to stress on the video connector, the video connector board temporarily malfunctioned. The event can be detected/prevented by following the instructions for use which state: IFU (operation manual): important information: please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.